Event description:
It was reported the patient has pain and swelling in her right knee. It was determined that the patella has loosened. A revision surgery has been scheduled.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. [(B)(4)].